Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 960 instrument (p/n (B)(6), s/n (B)(6)). The customer called to report that 33 susceptibility tests were aborted on their instrument. The customer indicated that there was a facility power failure over the weekend. When the customer arrived onsite and powered on epicenter the results of the (B)(4) specimens were all completed on the same day at the same time and all the results were the same, susceptible. The customer will repeat the tests. The root cause of this failure is unknown. This is an unconfirmed failure of a bd product. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. Complaint history for results was reviewed for the month of march. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint h3 other text : see h.10

Event description:
It was reported that bd bactec¿ mgit¿ 960 system 33 susceptibility tests were aborted. No injuries were reported. The following information was provided by the initial reporter: (B)(4) susceptibility tests were aborted.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system 33 susceptibility tests were aborted. No injuries were reported. The following information was provided by the initial reporter: 33 susceptibility tests were aborted

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.